Event description:
The pt tested her blood glucose on the suspect device and it was 623 mg/dl. She was advised by her pump trainer to take 10 extra units of regular insulin. 2 hours later she was in the emergency room and her blood glucose on their device was 21 mg/dl. She started to go into a seizure. She was given d50.